Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (b)(46), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (b)(46), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had a loss of stimulation from their implantable neurostimulator (ins). They stated that they last felt the stimulation 8-9 months ago. The patient could not connect to ins using the recharger since (B)(6) 2015 and had lost the programmer so was unable to use that device to connect. Follow up information reported that the patient told their pain management doctor about the issue and they did not really do anything with the device as they were too much trouble. It was confirmed that the patient was unable to turn the device on because they did not have a programmer. The patient stated that they were unable to charge because they had an informational power-on-reset (por). The code was able to be cleared using the recharger and a recharging session was started. It was noted that the ins was ¾ charged. The patient then tried to turn on stimulation but a warning por screen was seen. The patient experienced symptoms of pain, numbness, and tingling on their feet up to the knees, bilaterally. Nothing further had been done and the issue had not resolved. The patient was directed to follow up with their healthcare professional (hcp) to help in clearing the warning por. The indications for use for the implanted device were noted as lumbar radiculopathy and degenerative disc disease. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the patient reported that they had notified their managing physician about the loss of stimulation. The physician told the patient that they are too much trouble, so they left it alone. The patient stated that they were in ¿lots of pain¿ in their feet and legs. No steps had been taken to resolve the loss of stimulation issue. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).